Event description:
It was reported that during an attempted implant poor sensing, high capture threshold and high pacing lead impedance were observed. The lead was not implanted and was replaced. The patient condition was good at follow-up.

Event description:
New information notes that multiple attempts were made to reposition the lead, resulting in the helix no longer extending properly.

Manufacturer narrative:
Initial report was incorrectly reported as model 7120q/58, serial number (B)(4) which was the replacement lead. The damage found was sustained during the surgical procedure. The lead was otherwise normal.